Manufacturer narrative:
This report is submitted on may 2, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced pain and recurrent infections at the implant site and subsequently was administered two different sets of antibiotics (date and type not reported). The patient is being clinically managed by the health care provider.